Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/25/2015 with the following findings: a review of the black box revealed error, alarm, warning code ¿163 no cartridge detected¿ warnings. The returned battery cap was used during investigation. The rewind, load and prime sequence steps were unable to be performed on the pump. The pump was also unable to detect the cartridge. The pump case was removed; a crack was found in the force sensor trace.